Manufacturer narrative:
A ge field engineer replaced the tube arm. Engineering investigation is ongoing.

Event description:
It was reported that the tube arm of the prestige si table started to move toward the pt without any operator control. No injury was reported.